Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Product was returned and evaluated. Visual inspection found scratches and dents suggesting repeated use. The tip was found to be fractured, so the reported event was confirmed. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Sem analysis report indicated no material anomalies/deviations. The report referenced instrument scratches, dents and other signs of wear suggestive of heavy use were identified. Based on the results of the sem analysis the root cause is most likely excessive force resulting in bending overload. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has not been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be completed.

Event description:
It was reported that tip fractured off of the vanguard ps box reamer while reaming. No pieces fell in the patient. No adverse events have been reported as a result of the malfunction.